Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 400 mg/dl and corrected with a bolus. It was unknown that the customer was used auto mode feature or not. Customer declined troubleshooting for high blood glucose. Customer reported that they did received calibration not accepted alert. The insulin pump will not be returned for analysis.